Event description:
It was reported that the lead integrity alert was triggered. It was also noted that there was oversensing with many non-sustained tachycardia episodes recorded on the lead. Follow-up revealed that no intervention has been done and that the lead is being monitored. The lead is still in use and no patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert was triggered. It was also noted that there was oversensing with many non-sustained tachycardia episodes recorded on the lead. Follow-up revealed that no intervention has been done and that the lead is being monitored. The lead is still in use and no patient complications have been reported as a result of this event. It was later reported that the patient fell due to syncope from oversensing on the ventricular lead. The lead sensitivity was adjusted and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary:the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert (lia) triggered on (B)(6) 2012 for non-sustained tachycardia and short interval counts (sic). Impedance trends are stable and within normal range. Oversensing on the right ventricular (rv) lead was noted. There 19.4 short interval counts (sic) per day over a 79 day period.